Event description:
An event occurred on an unspecified event date involving a primary plum set reported that there were 2 lines which appeared to have cuts in them. This report captures one of two incidents. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.